Manufacturer narrative:
(B)(6).

Event description:
I was reported that balloon rupture occurred. Vascular access was obtained with contralateral approach from the right femoral artery. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left external iliac artery. After ivus was performed, a 7.0mmx40mmx135cm sterling balloon catheter was advanced for pre-dilation. However, the balloon ruptured at nominal pressure. The procedure was completed with a mustang balloon catheter. No patient complications nor injuries were reported.